Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, on (B)(6) 2023 the customer was went to the emergency room and subsequently admitted to the hospital with a blood glucose (bg) level of 387- close to 400 mg/dl, high ketones, and reported vomiting. Customer attempted to address the elevated blood glucose levels were by delivering a correction bolus via the pump. Reportedly, the customer is using cold insulin, and wearing the infusion set for 2-3 days. Tandem clinical support educated customer that using cold insulin, and wearing the infusion set for 2-3 days, is off label per the user guide. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and there was no permanent damage. Customer declined follow up to provide the hospital release date. Tandem technical support performed a system check and the pump is functioning as intended. Ultimately, the customer reverted to a backup insulin pump for insulin therapy.